Event description:
It was reported, that: unilateral to total conversion. Patient involvement- revision surgery.

Manufacturer narrative:
(B)(4). Initial report. The customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00092, 3002806535-2021-00094. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returning due to unknown reasons.

Event description:
It was reported, that: uni to total conversion. Patient involvement - revision surgery.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: the product was not returned or lot numbers were provided for review and evaluation. DHR review could not be conducted as lot numbers were not provided and products were not returned to identify lots. The device is used for treatment. Products were deemed compatible. A review of the complaints database for 3 years before the notification date has identified the following information: there was only one (1) complaint about item #154602 (including the initiating complaint) due to revision for unknown reasons or others. There were five (5) complaints about item #159555 (including the initiating complaint) due to revision for unknown reasons or others. Medical records were not supplied for review. A definitive root cause could not be determined due to insufficient information provided or the product not being returned for review. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00092-1, 3002806535-2022-00094-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.